Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.

Event description:
It was reported that the patient presented to clinic for follow up. Upon interrogation it was noted that the atrial lead was oversensing noise that was leading to pacing inhibition. On (B)(6) 2024, the atrial lead was capped, and new atrial lead was implanted. The patient was in stable condition.